Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was completed. This complaint is an ancillary service event. The increased intra-peritoneal volume (iipv) event was identified in the event history log review. All returned homechoice devices receive a returned instrument testing evaluation (rite). This evaluation includes functional and electrical testing on the device. The cause of the iipv event was determined to be a false empty detect during the initial drain. Initial drain volume setting requirements for therapy were met based on the patient's last programmed fill volume. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, an increased intra-peritoneal volume (iipv) event was identified. This occurred during the therapy initiated on (B)(6) 2014 at 09:04:57. During night drain cycle one, the patient's ultrafiltration reading was 74ml, indicating the patient drained 74ml more than their maximum programmed fill volume of 100ml. No additional information is available.